Event description:
Rn accessed patient port with gripper plus huber needle and was able to flush with saline. When aspirating back for blood return, air was pulled back into the syringe with spurts of blood instead of a steady return of blood from the patient. Rn attempted to aspirate blood from both ports on the huber needle tubing and draw back air from both.